Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Event description:
Consumer complaint of low blood glucose results. Customer states she is used to results of 94-101 mg/dl before dinner. Customer concerned of results in the 50's and 60's. Reviewed memory results: (B)(6) at 5:12p 64 mg/dl, (B)(6) at 5:11p 65 mg/dl, (B)(6) at 8/23/a 131 mg/dl, (B)(6) at 5:13p 59 mg/dl, (B)(6) at 9:06a 99 mg/dl. No adverse event reported.